Manufacturer narrative:
The initial reported event of lead fracture, defective lead, and lead being explanted and replaced were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: medtronic conducted an investigation based upon all received information. The following complaint(s) were investigated: it was reported that: there was an apparent lead fracture. - this complaint could not be confirmed based on the actual device. The most likely root cause was not applicable because no problem was detected with the device. There was a medical judgment/system upgrade. - there was not enough information to make any determination based on the actual device. The most likely root cause was not established. There was an alleged malfunction nor further defined. - this complaint could not be confirmed based on the actual device. The most likely root cause was not applicable because no problem was detected with the device. Product analysis occurred. The primary analysis finding was: returned product analysis was performed and no anomalies were found. Additional finding(s) include: visual analysis of the lead indicated apparent explant damage. Further action was not required because the event had foreseen risk and is included in a data monitoring plan. Should new information become available the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by an attorney that the lead was fractured and explanted. No patient complications were reported as a result of this event. It was further reported by the patient that the lead was defective. Then later, it was further reported that the patient wanted the right ventricular (rv) lead to be taken out prophylactically. Therefore, the physician made medical judgement to explant and replace the rv lead since the patient¿s device was nearing elective replacement indicator (eri). No patient complications have been reported as a result of this event.